Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they experienced pain at the implant site and pain going down their back/legs since probably 3 weeks ago. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient (pt). Pt clarified the pain at the implant site and the pain going down their back/legs. Pt reported that the pain extended straight left of spine and stimulator and it was an extreme burning pain. The stimulator turns with it twisted and juts out of place, and it also pushes down on muscle below it. Pt had to hold and push device up and back in place. It interfered with pt's sleep, and they wake up in lots of pain up, down, left, and right of stimulator. This added pain to pain pt already had and stressed them. The pain also extends upward to where wires are attached and bone piece removed. Pt has constant headaches. Their activities are decreased and pain shoots from middle spine to left when they get up from sitting position, especially getting out of a vehicle. The circumstances around the pt experiencing pain at the implant site was that pt had fallen t hree time since they got the stimulator. It only helps pain on buttock muscles. Pt has tried changing programming and it does not help. Pt has less activity now after a year after receiving the stimulator. Pt tries to keep charging up on time, times when pt does not get it charged are when they sleep a long time. Their pain management hcp increased their hydrocodone from 7% to 10% which helps with flareups. The steps taken to resolve the pain experienced at the implant site was that pt had their pain medication increased by 3% and they use pain patches with lidocaine, patches that are relief, and electroceutical patches. Pt was calling to get an appointment with implanting hcp. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.